Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit was tested with a trainer and test balloon for 24 hours with no issues. During testing no issues were found, fault logs were confirmed but fse was unable to duplicate issue. Unit passed all functional and safety tests and was given back to customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) gave frequent "rapid gas loss" alarms while in patient use. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.